Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant ica results on a patient. There was no additional patient information. The patient was admitted at birth on (b)(6 2017 and in nicu at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2017, sample: heelstick, collected: 2:43, tested: 2:44, result: 2.2, sample ID: (B)(6); method: abl-flex, date: (B)(6) 2017, sample: na, collected: na, tested: na, result: 5.46, sample ID: na. There are no injuries associated with this event. This reporting is based on limited information available. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/06/2017. Retain product was tested and functioning according to specification. Return product was not available.